Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited under-sensing. Programming changes were made on the device. The patient was in stable condition.